Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked along its length. Conclusions: evaluation of the returned benchmark revealed it was kinked along its length. This damage was likely a result of manipulating the device at extreme angles upon removal from packaging. The device was returned tightly wound in a biohazard bag, which may have contributed to any additional kinks or bends on the received device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark) was kinked upon removal from the packaging. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a second benchmark.